Event description:
It was reported that the patient is deceased. It was further reported that the patient was admitted to the hospital due to a syncopal episode. An external loop recorder was placed and a 4.2 second pause occurred. Review of the episodes noted that the pause was due to suspected oversensing signals due to electromagnetic interference. The device was reprogrammed, the patient was discharged home and died the following day. The cause of death per the physician is pacemaker failure and that there was failure to pace. No autopsy was performed. Lead information has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the ventricular grommet was damaged.